Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. To resolve the situation, the customer changed the infusion set and cartridge, then resumed insulin.